Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was abnormal. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. Customer is calling back after resetting the pump. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The screen turns solid white. Moisture damage caused the display to go blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No flashing white light display, blank display, display anomaly, audio tone/beep anomaly or missing segments/partial display noted. The insulin pump was received with cracked case at corner of the belt clip rails and cracked reservoir tube retainer. All the buttons functioned properly and no moisture damage on keypad traces or on electronic assembly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.